Manufacturer narrative:
A product sample was received and is awaiting evaluation and investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
Additional information received on 05-dec-2022 via email and attached to complaint object: no patient involvement, found during set up by anesthesia tech.

Manufacturer narrative:
H6: health impact and evaluation codes: updated h10: manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing was performed. Visual inspection found cracked return tube, fluid ingression on printed circuit board (pcb), shorted components on pcb, fluid ingression on bottom of enclosure, corrosion inside of water tank. Functional testing found the device went into over temp after being ran for about 30 min. Water leaked into the main board due to cracked return tube. Replaced return tube and pcb. The root cause of the reported issue was found to be design issue. This issue is being monitored via an internal CAPA, snn and trend analysis. If the occurrence of this issue increases significantly, additional corrective actions will be taken. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the unit is over heating. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.